Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Product was returned and examination of the returned part determined that the tasp shims exhibits signs of wear and tear suggesting repeated use. Both of components 1 and 2 disassembled/missing. The missing components were not returned. DHR was reviewed and no discrepancies were found. It was determined that this device was manufactured prior to this design change. The root cause of the reported issue is attributed to design deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during warehouse inspections of trays, the provisional was missing a ball bearing. No adverse events have been reported as a result of the malfunction.